Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor showed a magnet rate of 93 ppm. The battery data measured at 2.69v, 34ua and 8.1 kohms.